Manufacturer narrative:
Batch review performed on 08 july 2024. Lot 2117048: 52 items manufactured and released on 01-feb-2022. Expiration date: 2027-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant revised. Batch review performed on 08 july 2024 on reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot. 2217135. Lot 2217135: 40 items manufactured and released on 21-sep-2022. Expiration date: 2027-09-04. No anomalies found related to the problem. To date, 33 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 12 days after the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner, glenosphere and metaphysis. The surgery was completed successfully.